Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) unit display. This event occurred during dwell 3 of 5. The technical service representative (tsr) assisted with troubleshooting and explained the se 2240 alarm indicates air entered the set up. The hp stated he had reused the same supplies from his last therapy. The tsr advised the hp to report the incident to the nurse. The hp stated he would finish therapy manually. There was patient involvement; there was no patient injury or medical intervention associated with this event.